Event description:
Sixty-two (62) days post-litt, the patient was noted on CT to have an asymptomatic communicating hydrocephalus. The patient was hospitalized for less than 24 hr. Intervention was reported as insertion of right, parietal, ventricular to right, upper-quadrant, peritoneal shunt. The event was indicated as resolved on (B)(6) 2022.

Manufacturer narrative:
Brain edema/swelling is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.

Manufacturer narrative:
The additional information provided in this supplemental report is related to the same patient/procedure as the events described in the initial report. Only new/additional information is included in this supplemental report. The events described in this report are documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.

Event description:
It was reported that the patient had neurological deterioration with development of acute left thalamic/frontal iph [intraparenchymal hemorrhage] with significant cerebral edema and cerebral herniation syndrome. Patient's symptoms were noted as severe with less responsiveness, acute anisocoria (left pupil enlarged, nonreactive), left gaze deviation, obstructive hydrocephalus requiring evd insertion intraoperatively, and intracranial hypertension d/t cerebral edema treated with hyper-tonic therapy. Interventions included: left hemisphere craniectomy, and physical, occupational, and speech therapies. The event was indicated as resolved on 13 may2022. The patient was hospitalized from (B)(6) 2022 and was discharged to a rehabilitation facility.